Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during neurosurgery, there was a problem with loading/firing the clips. Clips were not formed correctly. Clips did not hold and were crossing with each other. Another device was used to complete the case. There was no patient injury.